Manufacturer narrative:
This report is submitted on october 06, 2023.

Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with oral and topical antibiotics (specific date and duration not reported); however, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2023, under general anesthesia. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.